Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had issues with three sensors. The sensor's needle guard was difficult to remove. The introducer needle broke off and did not retract. He believed the sensor's needle might have fallen on the floor. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Evaluated two opened/used enlite sensors and a performed visual inspection and found one of two sensor needle bent inside sensor base. We were unable to confirm if customer received sensor in said condition due to customer returning it opened/used. Second sensor found needle separate.